Manufacturer narrative:
Batch review performed on 28-jan-2020: lot 162510: (B)(4) items manufactured and released on 22-aug-2016. Expiration date: 2025-07-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in reporting that she was not able to get a full extension 1 year and 9 months after primary surgery. The surgeon revised the medacta insert semiconstrained 17mm s2 with a medacta insert semiconstrained 14mm s2 and competitor patella with a medacta patella resurfacing s2. The surgery was completed successfully.